Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. As all three of the events occurred outside of the united states, information regarding a field representative visit was not provided. Further investigation by the manufacturer did not identify a specific root cause for the event. Based on the provided data, sample specific issues due to preanalytic issues were suspected. No systemic issue with the device was identified during the investigation of these events.

Event description:
This report summarizes 3 malfunction events where erroneous results were generated by the cobas c702 analyzer. There was one erroneous result for urea/bun, one erroneous result for creatinine jaffé gen.2, and one erroneous result for triglycerides for a total of three patients. The patients' age, gender, and weight were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.